Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The aligners have made my bottom teeth misaligned" update 8/16/2024: "I have attached a letter from my orthodontist below. They have recommended me to discontinue use of byte due to crowding and interproximal reduction needing done to align my teeth correctly. I am very upset with byte, my original treatment was only supposed to be 2-3 months and I am very close to a year, but now byte is instructing me to start over on my bottom teeth with no insight that it will be correctly fixed. There has been plenty of opportunity for the byte clinical team to tell me that this would not work from the beginning, especially since I have brought up my concerns multiple times. Please forward this to the management team as I would like to speak with them about my financial concerns on getting a refund" -(B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.